Manufacturer narrative:
The insulin pump had motor error alarmed during rewind due to corroded motor home switch. No moisture damage found on electronic assembly. Analysis was unable to verify the compromised force sensor system alarm due to motor error. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose. The customer's mother reported that they received a compromised force sensor system alarm and motor error alarm. The customer's blood glucose was 420 mg/dl at the time of incident. The customer's mother stated that they treated the high blood glucose with a bolus. The customer's mother stated that the insulin was squirting out during the manual prime process. The customer's mother stated that the drive support cap was normal. The customer's mother stated that the insulin pump was dropped or bumped prior to the compromised force sensor system alarm. The customer's mother was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.